Manufacturer narrative:
Integra has completed their internal investigation on 16 aug 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: repairs received and inspected the unit. With respect to the complaint, it was confirmed that did not meet all specific functional test. Unit received with the upper handle is out of adjustment and still moves after handle is locked down. Unit received without the std. Adaptor or the tri-star adaptor. Device history record reviewed for this product ID lot code 111 manufactured on 21-mar-2011 show no abnormalities related to the reported failure. The devices manufactured under this lot code passed all required inspection points with no associated mrr¿s, variances or rework, see below. A two year lookback in trackwise for this reported failure and or related to "keep coming loose " for this product ID shows that 3 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored for trending. In summary: repairs determined the root cause to be the unit¿s upper handle being out of adjustment.

Event description:
A report was received for the a2009 ultra 360 patient positioning system is coming loose. The date of the incident was unknown. The gold handles when pushed down to secure patients position are loose and pop up easily, thereby leaving a chance for the patients head moving in the tongs. This is the same problem the facility has had before and was part of the recall a few months ago. The device was not in contact with a patient and there was no patient injury or death alleged or medical revision / intervention required. There was also no delay in surgery due to the product problem. It is unknown if the patient was prepped for surgery.